Event description:
It was reported that the patient complaint to physician that his artificial urinary sphincter (aus) stopped working. The device was removed and replaced. The balloon was filled to capacity and a leak at scrub table was observed after explanted. The physician believes it was a manufacture defect.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The balloon component was visually inspected, microscopically examined, and tested for leaks. There was a leak in the balloon sphere at the adapter junction that was the result of wear and fatigue. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch: 1000333193 and it respective container 24438941, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient complaint to physician that his artificial urinary sphincter (aus) stopped working. The device was removed and replaced. The balloon was filled to capacity and a leak at scrub table was observed after explanted. The physician believes it was a manufacture defect.